Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 750mg/dl. The customer stated that he was vomiting and nauseous. Troubleshooting was performed. The time and date were incorrect. Assisted the customer with correcting them. However, the basal rates and bolus history settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was bent. The customer stated that he started feeling sick after inserting the infusion set, and the infusion set caught on the edge of the quick serter. No further information was provided.